Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that there was a disconnection at the roller and silicone during the infusion of water inside the tube, even with the product clamped. No injury.

Manufacturer narrative:
A device history record was not performed; no lot number was provided or available. A request for the sample was sent on 5/26/16 and on 5/30/16. On 5/30/16 we were told that the sample was discarded. No sample or picture was provided for evaluation. The possible root cause could be due to stretching peristaltic tubing before usage, incorrect placement in pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. No corrective actions will apply since the failure mode has not been confirmed to any manufacturing issue. This complaint will be used for tracking and trending purposes. Additional information was requested on 5/23/16 and 5/26/2016. On 5/31/16 we were advised that the customer cannot get any more information from the hospital.